Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra link meter does not turn on. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The pt said the issue started about a week ago at 11 pm. The pt also said that he felt sleepy for about half an hour sometime after the issue began. She said she did not take any action based on the issue and did not receive any treatment. This complaint is being reported because the issue was not resolved through troubleshooting. The product did not cause or contribute to injury because the pt's symptom is not necessarily related to diabetes and would not be indicative of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.